Event description:
The customer's mother reported via phone call that the customer splashed water on the insulin pump. Customer's mother stated the insulin pump was not working properly as a result. The mother reported the arrow keys were scrolling wildly. Customer's blood glucose was 198 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked reservoir tube lip, cracked battery tube threads, and missing/broken off end cap.